Event description:
The customer received a questionable high ion selective electrode (ise) sodium result for one patient sample. The initial result was 150 mmol/l and was reported to the physician. The physician requested the sample be tested again as the result did not match with the patient history. The sample was repeated and the result was 143 mmol/l which was believed to be correct. The patient was not adversely affected. The electrode lot number and expiration date were requested, but were not provided. The field service representative inspected the ise assembly and could not find a cause. He ran precision testing with all results within guidelines. Upon further investigation, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided.